Event description:
It was reported that during a ptca/stent procedure, after completion of the procedure, the guide wire tip was observed to be trapped between a stent and the vessel wall and separation occurred upon removal. The pt was sent for CABG surgery, and was reported to be recovering as of 10/2001.